Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover; however, the keypad symbols were worn off. During testing, all of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed, and contamination was found under all button contacts. The ok button contact was also damaged and did not spring back following presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button was unresponsive for approximately an hour, and then became responsive again. The ok keypad symbol was also allegedly worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.